Event description:
It was reported the nasogastric (ng) tube broke in two pieces inside patient's stomach and patient passed weighted tip of ng tube in stool. The parents had inserted tube at a healthcare facility and were home when they noticed the piece in the stool. Tube was inserted at healthcare facility and was in for only 6-days. There was no reported injury. Additional information received on 29-sep-2025 stated the "tip of ng passed in stool. Ng tube removed and replaced at home by parents."

Manufacturer narrative:
H6 investigation findings/appropriate term/code not available: inappropriate use. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The actual complaint product was returned and evaluated. The subject sample provided was evaluated a split/tear identified approximately just before the bolus end tip of the tube. At the marked location before the bolus end tip, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of the tube into two pieces. The hardened residue was still observed and blocking at the bolus tip end of tube. The root cause of the reported issue seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. The root cause was inappropriate use. All information reasonably known as of 24-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.